Event description:
In 2008, the pt's daughter reported the pt had elevated blood glucose readings in the 190 to 200 mg/dl range earlier in the evening with his normal target range being 100-110 mg/dl. She mentioned air bubbles had formed in the infusion set tubing and in the insulin cartridge of the pt's infusion device. Assistance was offered to educate her on techniques for removing the air bubbles but she stated she did not have the time for that now. She was advised to have the pt call to review these techniques when he had the time. The following month, the pt's daughter called back and said the pt's blood glucose was still elevated at 265 mg/dl. She stated the elevated readings were due to the pt's food intake and high stress level. She stated she took him for a walk and his reading decreased to 171 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.